Event description:
The distributor reported the ventilator would not operate on ac power but would operate on backup battery power. The unit was not in use on a patient, therefore there was no patient harm or involvement. The distributor replaced the power supply to correct the findings. If a loss of ac power occurs during use and the ventilator shuts down, an audible power fail alarm will activate. If the ventilator is equipped with a backup battery, the ventilator will transition over to backup battery and alarm, and continue ventilation until the battery depletes.

Manufacturer narrative:
Power supply. Distributor does not return parts.